Event description:
It was reported to philips that the system did not produce x-rays. No harm was reported to philips. The device was in clinical use at the time of the reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing trans coronary angiography. The patient was transferred to another hospital for the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the system cannot fluo or exposure. Upon troubleshooting, fse checked the log file, found a tube error, and the fse measured the filament, and found the tube filament had problem. To resolve the issue, fse replaced tube. The defective x-ray tube was returned to philips for failure analysis and the cause of the failure was found to be vacuum leak (tube window socket leakage) after intensive usage. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.